Event description:
It was reported that the patient felt tired, light-headed, shortness of breath, had a low pulse and sought emergency care. Follow-up revealed that there weren't any performance issues with the device but that it had an elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.